Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer states they discharged the patient for two rooms. However, it's still on the monitor and continues alarming. Rooms 2 and 31 are having issues being removed located at the nurses station. It was verified that there was intermittent spo2 wave form in room 2. The customer replaced the spo2 cable and the issue was resolved. No known impact or consequence to patient.